Event description:
An impella 5.5 device was inserted into the right/axillary subclavian artery in a 48-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, renal insufficiency, and dialysis, presenting in in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted for ventricular support during a high-risk cardiothoracic surgery: coronary artery bypass graft (CABG). During the surgery, the patient was bleeding from the chest tubes. Three units of packed red blood cells (prbcs), two units of platelets, 2 units of cryoprecipitate, and 2 units of fresh frozen plasma (ffp) were transfused. Anticoagulation was reversed. The physician did not attribute the bleeding to the impella. While the patient was in the intensive care unit (ICU), the patient coded with pulseless electrical activity (pea). Advanced cardiovascular life support (acls) was initiated and return of spontaneous circulation (rosc) was achieved. The post-procedure outcome is unknown. The impella functioned at p-5 at 3.0l/min as intended. Arrythmias may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
D1 revised since the initial report was submitted. D4 revised catalog number as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: peri-procedural adverse event (cardiac arrest): the root cause of the injury was not determined due to insufficient clinical details.